Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. The patient developed anatomic recurrence of prolapse at 13 months post procedure. Mesh exposure was reported and treated with topical estrogen ointment. Mesh was exposed 3*0.5cm at the top of the vaginal wall after 6 months and 2*0.3cm at the anterior vaginal wall after 12 months. The patient's condition was reported as not good and aggravated as before. Additional information was not provided.

Manufacturer narrative:
Date sent to the FDA: 11/05/2015, additional information.